Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified broken shell with striated edge, flat creases and a weight test of the explanted material was completed and found the device to be underweight. Based on the device analysis the final assessment is broken shell with striated edge opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.